Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause the for the reported premature deployment. In this case, it may be possible that inadvertent mishandling while removing the device from its packaging contributed to the reported premature deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9 - device available for eval updated from "yes" to "no".

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that out of the box, the 10.0x100mm absolute pro stent was pre-deployed (exposed but not flowered). There was no patient involvement. A new 10x100mm absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.